Manufacturer narrative:
Based on the information known, quality database was checked and revealed no anomaly in relation to the describe defect. On 28th august we did not received sample. Without sample and further information asked, packaging issue was a hypothesis but we cannot confirmed this one without sample. A similar case study was performed based on same item number aa6106, same defect damaged over last four years: 5 similar cases were found (B)(4).

Event description:
According to the available information the tip of the catheter is beveled instead of a straight rounded tip. The device was used on a neonate. The tip was found on the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint regarding the lot number.

Event description:
According to the available information the tip of the catheter is beveled instead of a straight rounded tip. The device was used on a neonate. The tip was found on the patient.